Event description:
Defective dressing-borders pull off.

Manufacturer narrative:
It was reported that when applying the dressing in the IV start kit, the boarders of the dressing were pulling off the dressing when applying to a patient. A new dressing was obtained. Patient was not harmed in the adverse event. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.